Manufacturer narrative:
Images provided appeared to show he sheath tip was fractured and detached. The sheath material appeared to be yellowed and had a cracked, egg-shell appearance. The damage is consistent with the product being stored outside of the shelf box and exposed to light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for use (IFU), warns that product should be stored in a cool, dark, dry place. The cause of the degradation is consistent with not following the instructions for use.

Event description:
The device was retrieved with a hemostat by the vascular surgeons with all pieces accounted for via fluoroscopy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information was requested but not received.

Event description:
During the procedure, a portion of the sheath tip detached and remained in the patient. Upon completion of transseptal puncture, the sl2 sheath was exchanged for a sl1 to continue the atrial fibrillation ablation procedure. Upon removal of the sl2 sheath, it broke and a portion of the tip remained inside the patient and the procedure was aborted. The tip was confirmed to be in the groin area via fluoroscopy and a vascular surgeon was called in to remove the detached portion. The tip of the sheath was removed successfully and the patient is in stable condition.